Manufacturer narrative:
Additional information was added: the lot was manufactured from may 03, 2018 - may 04, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed a leak at the spike port cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during mixing prior to patient use. There was no patient involvement. No additional information is available.